Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was not confirmed. Conclusions: the event was not confirmed. It has been confirmed that this event is within the scope of an existing CAPA opened for exceeded complaint rate for da impactor bolt (p/n 1440-2011) disassembling from cup. The CAPA concluded root cause to be inadequate instructions. No further investigation is required, if additional information is received or the device returns, the investigation will be re opened. Not returned.

Event description:
Surgeon impacted trident cup into prepared acetabulum using da c-direct anterior j cup handle instrumentation. Trident cup was seated, surgeon went to remove handle from cup impactor bold and was unable to disengage. Surgeon (B)(6) had to remove implant with da handle and cup impactor bolt still attached. A second cup impactor bolt was used and surgeon successfully reimplanted trident cup.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon impacted trident cup into prepared acetabulum using da c-direct anterior j cup handle instrumentation. Trident cup was seated, surgeon went to remove handle from cup impactor bold and was unable to disengage. Surgeon (B)(6) had to remove implant with da handle and cup impactor bolt still attached. A second cup impactor bolt was used and surgeon successfully reimplanted trident cup.